Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2009 and another cardiovascular event and subsequently expired on or about (B)(6), 2009 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-02573, 1225714-2014-02574, 1225714-2014-02575 and 1225714-2014-02576.